Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that during a 294ml infusion of taxol, patient got up to use the restroom and the tubing set was cut from getting caught onto the chair causing a chemo spill. After the md was made aware of the event, the patient received 215ml of the chemo during the leak and was okay to proceed without finishing the rest of the taxol and proceeded with carbo. Although requested, additional information was not provided.